Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardiac monitor was found to have exhibited post-sensed t-wave over-sensing. Corrective programming changes were made on 15 mar 2022. No patient consequences were reported.